Event description:
It was reported to medtronic minimed that the customer experienced damaged inpen. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed for cosmetic damage and the outcome indicated that the injection/dose button fell off or detached from inpen. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the device.mmt-105elpkna was requested and the device was returned.

Manufacturer narrative:
Per visual inspection: broken off injection button. No physical damage to cartridge holder or inpen front and back shell. Dog chew marks noted around dose knob. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to perform baseline and wireless functionality due to broken off injection button. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button. The customer concern of physical damage to injection button was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.